Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on their back on (B)(6) 2017 and then on (B)(6) 2017 they turned their therapy on and their legs felt numb. They indicated that they had never felt like that before. The patient was redirected to follow-up with a healthcare provider (hcp) and have them contact a local manufacturing representative in the area. No further complications were reported/anticipated.